Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. Device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Hypotony and choroidal effusion are identified in the labeling as known inherent risks of cataract/trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that a patient presented postoperatively following a trabecular micro bypass stent system procedure with "low pressures and choroidals". The surgeon was considering removing the stent. The surgeon requested consultation with the medical monitor who advised that the low pressure is likely due to an inadvertent cyclodialysis cleft and unrelated to the stent. Treatment options were relayed by the medical monitor dependent on the patient's current condition. Additional information has been requested, but a response has not been received and a cyclodialysis cleft has not been confirmed.

Event description:
Through follow-up, the surgeon provided the following additional information. The patient underwent an uneventful right eye cataract plus stent procedure. According to the surgeon, the reported choroidal effusion was associated with blurry vision, and the hypotony was likely caused by uveitis. The patient was treated with steroids (durezol), and the most recent prognosis was reported as ¿good and fair with adverse event resolved¿.

Manufacturer narrative:
A review of the device labeling was completed. Decreased/impaired vision and uveitis are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported events are established risks associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).